Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse indicated that the customer had already repaired the leak when he arrived on site. The customer told the fse that the leak occurred because the sample line had popped off the bottom of the center plate of the blood sampling valve (bsv). The fse verified that the instrument was running without any leaks. The cause of the leak was the sample line popped off the bottom of the center plate of the bsv. (B)(4).